Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral segment of the left anterior descending (lad) artery. A 10/3.00 flextome cutting balloon catheter was selected for use after a non bsc balloon ruptured during use. There was no visual issue noted on the flextome cutting balloon prior to use; however during the first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was removed from the patient's body completely and the procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the bumper tip of the device showed no signs of damage. There was a longitudinal tear from the distal end of the proximal markerband and it extended distally for a total length of 4mm. There was no damage to the blades. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral segment of the left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ catheter was selected for use after a non bsc balloon ruptured during use. There was no visual issue noted on the flextome¿ cutting balloon¿ prior to use; however during the first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was removed from the patient's body completely and the procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.